Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the camera head cable was broken. The problem occurred during cleaning and disinfection. The therapeutic laparoscopy was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cable disconnection and horizontal lines that appeared in the image. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that the actual product had a cable disconnection. Therefore, it is presumed that "horizontal lines appear in the image" occurred because the video function did not function normally due to the cable disconnection. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the camera head cable was broken. The problem occurred during cleaning and disinfection. The therapeutic laparoscopy was completed using the same set of equipment. There were no reports of patient harm.